Event description:
It was reported to philips that the device could not be powered off. The device was not in use at the time of the reported event. There was no patient or user harm reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
There were no details provided regarding the device evaluation. It was reported that the customer declined assistance from philips to have the device repaired. It was reported that the device had been repaired via a third party; however, no repair information was provided or obtained.